Event description:
During a vaginal hysterectomy procedure, the device started to take longer than >45 seconds to cauterize the pedicles. Shortly afer, the shim detached and fell into the pt. The shim was recovered with no pt harm.

Manufacturer narrative:
The complaint was confirmed. The shim was detached and returned with the device. The shim came off of the forceps arm without the power cable. The device was received in a very dirty condition. There is evidence of adhesive on both the forceps arm and the underside of the shim.